Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files and the abbott representative who performed the system controller low flow software upgrade on (B)(6) 2021. According to the account, the inflow cannula is positioned too posterior and the patient has a small ventricle, resulting in low flow alarms. Inflow malposition could not be confirmed through this evaluation as no images were provided for review. The submitted system controller event log file contained data from (B)(6) 2021. The file captured a singular low flow alarm. Of note, there were several pulsatility index (pi) events that would have overwritten older data, per design. There were no other notable findings in the file. The device appeared to be functioning as intended at the set speed. On (B)(6) 2021, an abbott representative successfully upgraded the patient¿s primary and backup system controllers, (B)(6) and (B)(6), to low flow software v1.7, decreasing the low flow limit to 2.0 liters per minute. Multiple attempts for additional information regarding the reported event were sent to the account; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than the low flow limit and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 alarms for clinicians and alarms for patients and their caregivers discuss the changes in alarms when the patient¿s system controller undergoes a low flow software upgrade. The hm3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with low flow hazard alarms. The patient was asymptomatic. The patient has a small left ventricle measuring 3cm. The physician had concern over the positioning of the inflow cannula of the pump being "too posterior" and that it was inhibiting flow into the pump. It was reported that right ventricle function and fluid were not an issue at the time. Explant was not an option. The patient's ejection fraction was 30-35%. The log file captured low flow event on (B)(6) 2021. The patient's primary and backup system controllers were upgraded to software version (B)(4), and the low flow limit was adjusted to 2.0 liters per minute. There do not appear to be any type of mcs equipment issues causing these events.